Manufacturer narrative:
Though the presence of bone cement particles is a contributing factor to wear of articular surface, exact cause could not be definitively determined. Evaluation: surface exhibits extensive pitting damage and delamination to bearing surface. Also a large indentation where femoral component was articulating. No lot number was provided; therefore, the mfg records could not be reviewed. Scanning electron microscope examination shows bone cement particles and wear damage to surface. Bone cement clumps distinctly show barium sulfate particulates when examined in atomic number contrast imaging. Chemical analysis of these particles shows barium and sulfur. Energy dispersive spectroscopy analysis shows a c peak in spectrum that is typical of uhmwpe.

Event description:
It is reported that the device was implanted in 1998. In 2007, the unicompartmental knee was revised to a total knee. The surgeon was concerned about poly delamination.